Event description:
On (B)(6) 2025, the user reported that the ilet became nonfunctional after being dropped in water. Blood glucose (bg) rose to 400 mg/dl and remained out of range for more than 90 minutes. The high bg was corrected with a novolog injection, and a replacement ilet was arranged. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.